Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. A previously implanted promus element plus stent, located in the left internal mammary artery to the left anterior descending artery had restenosis. The procedure was completed with deployment of a 4.0 x 16 ion stent. No further patient complications were reported and the patient's status is fine.